Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that after surgery, the device did not work properly for skin extension. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). On may 11, 2018, it was reported that after surgery, the device did not work properly for skin extension. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number 15619 one time as documented in the repair reports in livelink. The last repair was september 3, 2015 where it was reported that the cutter was damaged and doesn¿t work and the cutter, roller, screw, pin, and sliding pin were replaced. This is not a related issue. Product review of the meshgraft ii on june 16, 2018 revealed that the calibration was out of specifications but made a passing sample graft. The etching was not legible. The cutter, roller, and side plates were worn. Repair of the meshgraft ii was performed by zimmer biomet surgical on june 16, 2018 which included replacement of the roller, cutter, worn side plates, and screw. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was noted that the device produced a passing sample graft. However, it was noted that the device was out of calibration specifications and the cutter, roller and side plates were worn. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device produced a passing sample graft. However, it was noted that the device was out of calibration specifications and the cutter, roller and side plates were worn. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
The device did not work properly for skin extension. Per additional information received on (B)(6) 2018: when it was used in the surgery, it did not have serious problem so that they finished surgery. However after the surgery, when they tested the device with test paper, it did not work properly therefore they had sent us the device to prevent the problem in the operation room. There was no harm and no delay.